Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported that the cause of the increased stimulation when leaning up against the metal trim of their counter was not determined since it had only happened once and the patient had not tried to do it again. The cause of the increase in stimulation when using the electric mixer remains unknown also because they have not tried to do it again. The residual stimulation felt had stopped when the ins was turned off, and the patient had not experienced it again. No interventions were taken since the patient had not tried leaning up against the metal trim nor using the electric mixer again. It was noted the patient had weighed (B)(6) pounds at the time of the event. As of (B)(6) 2017, the patient was feeling well overall. No further symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on (B)(6) 2017. The patient stated that they spoke to their healthcare professional (hcp) on (B)(6) 2017. The hcp initiated the phone call after being notified of by technical services. The patient stated that the circumstances that led to their increase in stimulation included them standing on their kitchen counter with metal edging and using their hand mixer. They could not remember if they were also leaning against their counter. There were no other changes. Regarding their residual stimulation, they could not associate it with any specific activity or time frame. The patient plans on turning off their stimulation when using their hand mixer and they will try to remember to have it off if also leaning against the counter. The patient noted that they really need a new kitchen makeover. They have not used their hand mixer since the issue occurred. They noted that they only felt it a few times when sitting at edge of chair or walking. They did not know if the issue was resolved. The patient then also stated that their conversation with patient services was not a complaint. They just wanted to get some answers to their observations. They were forwarded to their doctor after the ambassador program. They could no longer speak with an ambassador after my implant surgery. No further complications were reported/are anticipated.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient experienced an increase in stimulation when they leaned up against the metal trim of their kitchen counter a couple days prior to the report, and then again when they had used an electric mixer on (B)(6) 2017. Because they experienced the increase in stimulation when using the electric mixer, they turned off their device when using the mixer. It was also noted that they felt a residual stimulation hours after turning the device off. The patient reported the symptoms were not uncomfortable. The patient was redirected to their doctor to discuss the increase in stimulation experienced. No further complications were reported.